Event description:
A customer reported intermittent touchscreen issues during a procedure. The surgery was not able to be completed. The impact to the pt is unk. Add¿l info has been requested.

Manufacturer narrative:
A company rep examined the system and was unable to replicate the reported event. The system was then verified to meet product specifications. No samples were returned for eval. A review of complaints for the last 24 months did not indicate any add¿l similar reports for this system. The reported event could not be replicated by the company rep and the system was verified to meet product specifications. Therefore, the root cause of the reported event remains unk at this time. (B)(4).